Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrato motor and battery tube assembly during our visual inspection. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump's act button was not responding. The up and down buttons were sticking. Customer's blood glucose level was 531 mg/dl. The customer treated her blood glucose level with a syringe. She vomited and was feeling nauseous. Customer's blood glucose level dropped to 330 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.